Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was on impella cp support when intermittent placement signal not reliable alarms occurred. No patient harm was reported.

Manufacturer narrative:
No product or data logs were returned for evaluation. The cause of the optical signal issue could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. The device passed all post-sterile inspection checks.